Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (500 mcg/ml at 120 mcg/day) via an implanted infusion pump. It was reported the patient was in for a normal pump refill, on (B)(6) 2021, and was expecting about 2ml however when they went to a spirate they got back around 8 ml. The hcp tried to fill the pump and got stuck around 25ml. The hcp was using a patent mdt refill kit. The hcp tried to move the needle as well and even changed out the needle. They had already held back negative pressure. It was noted the patient had not had any falls/traumas/procedures/hyperbaric. The previous programming was all correct and the pump had not alarmed for the patient.